Manufacturer narrative:
B5 - additional information from the hcp reports the pt experienced chest pain and diaphoresis and then cardiopulmonary arrest with an asystolic heart rhythm. The pt was transported to the emergency dept by ems where they ere never able to obtain a perfusing rhythm. The asystole did not respond to any intervention. The hcp reports no autopsy was done., but reported the pt experienced an acute myocardial infarction and "died from massive mi." He never felt the event eas drug or device related. .

Event description:
The hcp at the hosp reported the pt had expired. The pt's physician was contacted and had no additional info. A follow up report will be sent if additional info is received.